Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon, ¿no image is displayed¿, occurred due to faulty printed circuit (dr) board. Replacement of parts was recommended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to the failure of the printed circuit board. Additional findings were as follows: the cover was rusted inside, the front panel metal was rusted, the universal serial bus (usb) port was oxidized so the usb key no longer was detected, the connector of the front panel oxidized. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported that the evis exera iii video system center image transmission was defective. There were no reports of patient harm or impact associated with the reported event.